Event description:
The customer reported a clear fluid leak of approximately 10ml due to the white blood cell (wbc) bath not draining on a coulter act diff analyzer. The customer observed an obstruction in the drainage tubing for the wbc bath. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
With the guidance of customer technical support (cts) over the phone, the customer replaced the drain tubing below the wbc bath and the instrument ran without any leaks. (B)(4).